Event description:
The m540 turned off while monitoring the patient. No adverse patient impact was reported.

Manufacturer narrative:
After review of the log files, no automatic reboots or shutdowns of the m540 could be verified during the day of the event. A shutdown was found on an earlier date (B)(6), however this was normal behavior as the device was undocked for a long period of time and the m540 shutdown due to low battery. No issues were found with the battery as the device ran undocked for over 4 hours before shutting down. After hardware review, it was found the m540 was able to run multiple days without fail while monitoring ECG and spo2 with no shutdowns or reboots. The m540 was system tested and passed without failure. No device malfunction could be verified and the root cause of the reported issue could not be determined. There is no trend for this reported issue. The m540 was returned.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
The m540 turned off while monitoring the patient. No adverse patient impact was reported.